Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported as this lens was not folded correct in the injector, haptic jammed in the injector. It was on the sterile field and there was no patient contact. Additional information has been requested but is not available at the time of this report.